Event description:
The customer reported that the ventilator is alarming vent inop, motor fault. No patient involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that the reported fault can be corrected with replacement of the turbine.